Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal portion measuring 50.6 cm was returned for analysis. Final analysis found an external insulation abrasion was noted at 12.1 - 12.6 cm from the distal portion consistent with lead friction to another device or features of the heart. The outer insulation was breached exposing the outer coil distal to the suture sleeve tie down impression.

Event description:
This report is to advise of an event observed during analysis.